Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event, the evaluation found the complaint was confirmed and water tightness was lost due to a pinhole in the bending section cover. In addition, evaluation found the bending angle in the up/down direction did not meet the standard value due to wear of the angle wire, the adhesive of the bending section cover was detached, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover of the bronchofiberscope was leaking. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel was shaved. The report is being submitted due to shaved channel found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to endo therapy accessories or a metal part of cleaning brush which may have touched the biopsy channel port during insertion/withdrawal of them. Olympus will continue to monitor field performance for this device.